Manufacturer narrative:
(B)(4). Incorrect anatomy: do not use the perclose proglide smc system if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. Perform a femoral angiogram to verify the location of the puncture site. Note: this may require both a right anterior oblique (rao) and left anterior oblique (lao) angiogram to adequately visualize where the sheath enters the femoral artery. It was reported that calcification was noted in the right and left common femoral artery. The perclose proglide instructions for use states the safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The other two proglide devices referenced are filed under separate medwatch MFR numbers.

Event description:
It was reported that an arteriotomy closure of the moderately calcified left common femoral artery was attempted using a proglide device with a 6fr sheath after a peripheral interventional procedure. Reportedly, a high stick was performed and a cuff miss occurred. A second proglide device was used with the same results. It was noted that the hole in the left common femoral artery was too big to close with manual arterial compression. The moderately calcified right common femoral artery was accessed to use a balloon catheter to close the left common femoral artery access site. The balloon catheter successfully achieved hemostasis in the left common femoral artery. Reportedly, following the closure of the left common femoral artery, a cuff miss occurred with the proglide device used in the right common femoral artery. A second proglide was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.